Event description:
Boston scientific received information that this right atrial lead was dislodged. This lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.